Event description:
It was reported that on (B)(6) 2024, a selenia dimensions procedure was being performed, and the gantry began making loud sounds when moved up and down. A field engineer examined the device and was unable to duplicate the issue; however, the field engineer did find loose screws in the vta assembly. The field engineer ordered a replacement of the affected part, added grease to the work wheel and confirmed with the customer that the sounds from the gantry stopped. No patient or staff injury reported.

Manufacturer narrative:
An investigation was completed: on 10/29/2024, it was reported that the gantry was making loud screeching noises during movement. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe replaced the bolts. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 1,695 days and were not returned for further investigation. The cause of the system noise was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-6000-3d, serial number: (B)(6), manufacture date: 02-11-2020, system installation date: 03-20-2020, unique device identifier (UDI): (B)(4).